Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient ¿did not think his device was working¿ and wanted to know if he should increase the stimulation. It was stated the patient was ¿having a serious problem with his system¿ and ¿everything was screwed up.¿

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va09r5n, implanted: (B)(6) 2013, product type: lead. Product ID: neu_un known_prog, lot# unknown, , product type: programmer, physician. (B)(4).